Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head returned with all bands attached, some of the bands were moved, and overlapped, one band was torn, and another band was cracked. The ligator head teeth were bent/damaged. These findings are consistent with the findings when the device was observed under magnification. Additionally, the suture hole was damaged. The handle had evidence that the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, one band was torn, and another band was cracked, and the ligator head teeth were bent/damaged. It is possible that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device, consequently, causing the inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the device was inserted into the patient. After reaching the lesion, upon attempting to deploy the bands, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6)2023. During the procedure, the device was inserted into the patient. After reaching the lesion, upon attempting to deploy the bands, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.